Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: g3, h2, h3, h4, h6, h11. H6 - suggested component code- mechanical (g04) ¿ drill. Reported event was unable to be confirmed due to limited information received from the customer and product was not returned. Certification was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: b5; h2; h11. No product was returned. However, examination of the provided pictures confirmed the reported product identification. Once photo shows the drill is clearly fractured, near the start of the fluted portion of the drill. The complaint is confirmed. The additional information does not change the root cause. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during an orthognathic procedure, that the drill fractured. The fractured pieces were removed from the patient's surgical site and no pieces were retained. Further, there was no patient injury as a result of the malfunction.

Event description:
It was reported during an orthognathic procedure, that the drill fractured. There was no patient injury as a result of the malfunction.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.